Event description:
As reported by our edwards lifesciences affiliate in japan, approximately four (4) years and four (4) months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 (s3) valve, valve calcification was observed. The exact event date was not provided. The patient was reported to be symptomatic with shortness of breath. No intervention had been performed at the time of reporting. It was further reported that valve explant is planned; however, the timing of the procedure has not been determined. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing.